Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r and 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported he experienced intermittent communication between the charging system and the ipg. The issue was confirmed by the sjm representative using multiple chargers. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient is currently seeking an opinion for a back surgery. Surgical intervention has been put on hold.